Manufacturer narrative:
Investigation results: the visual inspection revealed that the black inflation valve was popped out. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt balloon failed to remain inflated after the syringe was used to inflate the short port. The hospital reportedly believes that the inflation valve appears to be faulty. A replacement kit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the black inflation valve was popped out. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B)(4).